Event description:
It was reported that a malfunction occurred. There was no reported impact to the customer's blood glucose level. The pump is expected to be returned, and a replacement has been arranged.